Event description:
Incident as reported: laparoscopic bariatric procedure - "surgeon claims he perforated bowel while using the c0r47. Staff indicated he did not use obturator while inserting into abdomen. More details to follow after discussion with surgeon scheduled for (B)(6), 2011." Pt status: currently unk - more details to follow.

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. Engineering assessment of the incident will be conducted and a follow-up report will be sent within 30 days or upon completion of the eval.